Event description:
Info received indicates the valve was explanted due to high gradient and unacceptable hemodynamics. During device retrieval, the surgeon noted one one leaflet appeared to not open properly. The valve was replaced and the case completed. The hcp reported the pt later expired.